Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intravenous vancomycin (1g stat then every fifth day; duration not reported) and intravenous meropenem (500mg twice a day; duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies and the patient outcome were not reported. No additional information is available.